Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasions were noted at 8.6-10.9cm and 11.0-13.0cm from the distal tip. Internal insulation abrasions were noted at 7.1-8.2cm, 13.7-14.5cm, and 25.7-27.1cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 3.4-3.5cm, 3.7-3.8cm, 4.0-4.1cm, 4.7-4.8cm, and 5.1-5.6cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 21.7-22.0cm and 21.4-21.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 24.2-24.7cm from the distal tip. The svc conductor etfe was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 22.4-23.5cm from the distal tip. The rv conductor etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 21.7-21.8cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed on the rv riata lead. During a device change out procedure in 2014, via fluoroscopy externalized conductors was observed on the rv lead. Physician elected to keep the lead active during this time. Recently lead noise was observed on the lead. Patient was asymptomatic from the lead noise. Lead was explanted and a new lead was implanted. Patient was stable post procedure.